Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing on the right ventricular lead. It also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an inappropriate shock from t-wave oversensing on the right ventricular lead. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.